Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem. On examination, the cylinders did not fill and remained flaccid. The sleeve collapsed after the second pump, producing a sensation of air in the system, which suggested a fluid leak. Replacement surgery has been schedule. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Updated lot number d4.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem. On examination, the cylinders did not fill and remained flaccid. The sleeve collapsed after the second pump, producing a sensation of air in the system, which suggested a fluid leak. Replacement surgery has been schedule. There is no additional information reported.